Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for peripheral arterial disease on (B)(6) 2024 with the implant of four torus peripheral stent grafts. Reportedly, the patient was seen on 09 october 2024 for a cold leg and admitted. Ultrasound revealed that the torus stent grafts are 100% occluded. The patient was compliant with their antiplatelet and/or anticoagulation medication. The patient is completed a course of lytics and the occlusion was resolved; however, the underlying issue was not identified. The physician intends to anti-coagulate the patient going forward. The patient is doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as it was not returned to endologix as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the complete occlusion of the torus stents from the left superficial femoral artery to popliteal artery and additional endovascular procedure (thrombolysis) complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms are abnormal blood loss, acute kidney injury, and right common femoral artery pseudoaneurysm requiring two additional surgical procedures. The patient developed thrombocytopenia which likely contributed to the postoperative bleeding. Reportedly, the pseudoaneurysm occurred at the access site (right common femoral artery) following the thrombolysis catheter placement. This likely contributed to the abnormal blood loss and two additional surgeries. The final patient status was reported as discharged to home on postoperative day thirteen in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.